Event description:
It was reported to philips that live imaging and movement of the c arm were simultaneously made unavailable on the allura device. The device was being used for an examination at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the coronary procedure got delayed and they completed the procedure by restarting the system. Philips field service engineer (fse) inspected the system onsite and confirmed the geo issue was caused by a glitch in a pot meter. Review of the system log file showed that the geometry errors. The philips engineer restart the system and the device was returned to use in good working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. The device problem code and evaluation method code were corrected.